Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for interstim-other. The patient called the device registration department and reported that the insterstim didn¿t work for a couple months. The agent had not been able to ask further because the caller had gotten another call and needed to drop the call with device registration to answer it. No further complications were reported at this time.